Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side device rupture diagnosed by ultrasound. Patient has initially consulted their gynecologist due to a "lump" in the left breast. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Patient reported left side device rupture diagnosed by ultrasound. Patient has initially consulted their gynecologist due to a "lump" in the left breast. Device has been explanted.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lump/nodule: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) also observed three openings assessed as surgical damage and missing piece of shell assessed as inconclusive. Lump/nodule: unable to observe as it is not related to the device. No other observations observed, no further actions are required.

Event description:
Patient reported left side device rupture diagnosed by ultrasound. Patient has initially consulted their gynecologist due to a "lump" in the left breast. Device has been explanted.